Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 450 mg/dl and high ketones. Prior to this event, the customer was vomiting and had high blood glucose levels throughout the night. Troubleshooting was performed, and the insulin pump was programmed correctly. Found multiple no delivery alarms in the alarm history. The customer was unable to conduct the prime or high pressure tests at the time of the call. Nothing further was reported.